Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer reported that the pump is mismatching internal and external serial numbers. Complaint confirmed by turning on the pump to check the serial number on the screen and the bottom case. Found that the serial number on the screen is different than the serial number on the bottom case. Device is repaired by updating the correct serial number on the screen with the pharmguard program. Replaced the right plunger case because it is cracked. The plunger o ring is added because it was missing. Also the interconnect board is replaced because the pump does not recognize the battery. Replaced the right and left clutch and clutch spring because they are worn out and replaced the plunger tube because plunger head is off to the center. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that with the device during testing there were mismatching internal and external serial numbers. There was no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.